Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. Currently there is disease progression, moderate tortuosity in the iliac limbs. It was reported that patient presented emergently with abdominal pain. There was an approximately 5mm limb separation between the 16x16x82 and the 16x13x124 that was originally placed in the right iliac. An endurant 16x16x93 was placed as a bridge covering the gap between the 2 original limbs, the type iii endoleak, and separation was resolved. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. Currently the aneurysm is 8.6 cm in diameter. The patient presented with abdominal pain. The CT revealed a type iii endoleak between the contralateral limb and the contralateral extension. The physician elected to treat the type iii endoleak , separation with an endurant 16x16x124 to bridge the gap between the two iliac limbs. The physician stated the event was related to the device. The type iii endoleak, separation was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; disease progression, moderate tortuosity in the iliac limbs. Cause is unknown. Conclusion: anatomy related; disease progression, moderate tortuosity in the iliac limbs. Cause is unknown.